Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that one side of the sagittal saw attachment device was loose and was coming apart. There were no delays to the surgical procedure as a spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was found to have a loose component. It was determined that the swing shaft was loose. It was further observed that there was excessive corrosion on the internal components. It was determined that these issues were consistent with improper cleaning/care. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning/handling methods, which is user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.